Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional, and functional inspection was performed on the returned device. The reported difficulty removing the guide wire was able to be confirmed. The difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported guide wire resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity, no calcification and 85-90% stenosis in left anterior descending (lad) artery. After a stent was implanted, the 3.25 x 15 mm nc trek balloon catheter could not be advanced on the guide wire and could not be withdrawn; therefore, the nc trek and guide wire were removed as a single unit. A new 3.25 x 15 mm nc trek was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.